Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead insulation was abraded. Without return of the entire lead, a complete evaluation could not be performed.